Event description:
Complainant alleged that the medics were treating a pt who was in a cardiac arrest condition. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm, but the device failed to deliver a first shock to the pt. The device then re-analyzed the pt's heart rhythm and delivered three shocks to the pt. The pt subsequently expired.